Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation : analysis of the returned device identified: opening on posterior and yellow biological tissue in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and straited opening on radius. A dimension measurement in the shell was performed which identify the thickness within specification.the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.